Manufacturer narrative:
The device was returned due to infection. The device was received with normal telemetry and output. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device longevity assessment found the device was operating above the elective replacement indicator (eri) voltage consistent with normal usage. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that the patient developed endocarditis. Vegetation was confirmed, on both the right ventricular (rv) and right atrial (ra) leads. Additionally, it was noted, that the rv lead exhibited failure to capture, due to lead fracture. The entire system, including the pacemaker, ra and rv leads was explanted. The patient was in stable condition.